Manufacturer narrative:
The replacement intraocular lens was an anterior chamber lens (not posterior chamber as indicated on the report). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol) the lens released rapidly from the insertion system into the eye and caused a rupture of the capsular bag (despite the presence of viscoelastic). The incision was enlarged and the iol cut out. A vitrectomy was performed and a posterior chamber lens was inserted during the same procedure. The product was discarded in the field.

Manufacturer narrative:
Additional data: the manufacturing records review noted that all process operations were in compliance. All tests results showed a pass condition. No deviations or non-conformances (ncr) were generated. All units manufactured were 100% visually inspected and no deviations were reported. No issues during functional test operation were reported. The lenses are 100% inspected at 10x microscope magnification for any damages or cosmetic defects and based on the manufacturing records review and related documents the production order was manufactured according to specifications. Corrected data: device manufacture date: 11/09/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
. Follow up with the surgeon noted that the patient is seen every month since his surgery whereby there was a rupture of the capsular bag. Patient has persistence of astigmatism because untreated: 4/10 with +2 at 30 degrees; improvable in 8/10 in the ts, (stenopeic hole) (trou sténopéique). There is a presence of deep anterior stromal scars (preop, not linked with the surgery). There is a possibility of deep pre descemetric anterior lamellar transplant according to the evolution. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlargement. All pertinent information available to the manufacturer has been submitted.